Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the 2nd firing for thoraco/lobectomy, the surgeon tried to fire the device to vessel, however could not squeeze the handle at all. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.